Event description:
After the cs29 was fired, an incomplete bowel capture with a 50% circumference was noted.

Manufacturer narrative:
The cut ring contains a deep cut, indicating the knife and staples were pushed out properly. The anvil pockets indicate that all staples hit the pockets correctly. The root cause could not be determined.